Event description:
It was reported the patient underwent an hf sensor implant procedure without issue. Hemoptysis occurred following procedure, while the patient was in recovery. Attending physician reports hemoptysis was unrelated to the cm sensor. The patient was transferred to the ICU and intubated. No additional information is available at this time.